Event description:
It was reported that the system 9900 would display "communications failure" and the collimator closed. The system had to be reinitialized. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The generator interface circuit board was found to be defective and was replaced. The system was tested and found to be working as intended and placed back into service.